Manufacturer narrative:
Concomitant medical products: 507668 lead, implanted: (B)(6) 2009, 694765 lead implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave (ffrw) oversensing on the atrial channel at times on stored at/af (atrial t achycardia/atrial fibrillation) egms (electrograms) for the atrial lead. The ffrw oversensing appears to falsely trigger mode switch. The atrial lead remains in use. No patient complications have been reported as a result of this event.